Manufacturer narrative:
Sc-2316-50e (sn (B)(4)) device evaluation indicated that the lead passed visual, electrical and performance tests performed.

Event description:
A report was received that during the patient's trial procedure the contacts were pulling away from the lead. The physician was not sure if it was appended. It was still unknown whether the contacts were removed from the patient's body.

Manufacturer narrative:
Additional information was received that all contacts were removed from the patient's body.

Event description:
A report was received that during the patient's trial procedure the contacts were pulling away from the lead. The physician was not sure if it was appended. It was still unknown whether the contacts were removed from the patient's body.

Event description:
A report was received that during the patients trial procedure the contacts were pulling away from the lead. The physician was not sure if it was appended. It was still unknown whether the contacts were removed from the patients body.